Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 411 mg/dl, around 400 mg/dl and 230 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting for high blood glucose value. The customer stated that the two buttons on the side of the serter were hard to press. The customer did not report that the infusion set tape did not fit properly in the insertion device and serter was not getting stuck. The insulin pump alarmed hardware low level failure. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Fill cannula was recorded in daily history. The insulin pump passed self-test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.